Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead was failed to extend and failed to capture. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.